Event description:
During a lung biopsy procedure, the instruments were hard to fire, resulting in half-formed staples (the last two staples at the end of the row). A competitor's product was used to complete the case. There were no reported adverse consequences to the patient. The surgery was delayed about 15 minutes. The patient's current condition is ok. The surgeon reported damage to the lung on the specimen side. The specimen has been frozen.